Event description:
The reporter stated that they did meter to lab comparison tests, consecutively. Their capillary meter test reading was 109mg/dl, and the venous lab test result was 77 mg/dl. Reporter did not have any symptoms. A control solution test was in range. On followup, the reporter confirmed the test results as reported. No harm was alleged.